Event description:
The customer called in to report that the computer will not respond to command and that they cannot get their qc panel to respond to programming. The customer states that they have already tried to reboot the pc with no help. Tss asked if they could manually program the qc, but the customer is requesting service. The customer is down and they run class a dispatched to fse.

Manufacturer narrative:
Customer reported that computer will not respond to command - error message : ( function: clsdbaccess:read_databaseversion0). Field service engineer was able to confirm the complaint by trying to open qc screen and by trying to open qc and specimen data base screens. . Resolved complaint by renaming patient .mdb , qc.mdb and reloading ver 2.11 software so software made a new patient.mdb and new qc.mdb. Validated instrument by (qc ) . Qc results passed and within published ranges (customer range) . Used customer prepared controls . System returned to service.